Manufacturer narrative:
From the information provided, a specific root cause could not be determined. The most likely root cause was foam on the sample or possibly a pipetting issue due to a tilted sample tube. This was evident by the error message on the first sampling. The customer did not use the recommended sample tube rack adapters which keep the tubes from tilting.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys pth stat immunoassay result for one patient sample. When the sample was first tested, the customer received an error indicating a bubble. The sample was retested and the result was 27 pg/ml and was reported outside the laboratory. The sample was retested at another hospital and the result was greater than 200 pg/ml. A specific result could not be provided. The sample was sent back to the original laboratory and the repeat result was 268 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 14328100. The expiration date was requested but was not provided. The field service representative reviewed the customer qc and found it recovered to the target the day after the event with no intervention.